Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported right side patient experienced "significant pain and suspected capsular contracture baker grade unknown ". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, g1, h6 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported patient experienced right side "significant pain and suspected capsular contracture baker grade unknown ". Healthcare professional reported "palpability of the device edges, tenderness, rippling, bonding of implant capsular and thorax / muscle". Device has been explanted and replaced.

Event description:
Patient representative reported right side patient experienced "significant pain and suspected capsular contracture baker grade unknown ". The device has been explanted and replaced.